Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 893 mg/dl. It was stated that the customer was not wearing the insulin pump at the time of the hospitalization because the insulin pump had not been operational for months. The customer didn't have the insulin pump with her, therefore, no troubleshooting was conducted. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.